Manufacturer narrative:
This report is filed september 24, 2014.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to a wound infection. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2014.

Manufacturer narrative:
(B)(4).